Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending cover had leakage and the angles were insufficient. Due to a scratch on bending section cover, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchovideoscope had water leakage. The issue was found during the diagnostic tracheoscopy procedure, and it was completed using the same set of equipment. There was no delay and the patient was not under sedation. There were no reports of patient harm. The device was returned and evaluated; the distal end was burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to misuse. The event can be prevented by following the instructions for use which state: -1. IFU provides the following warnings for use of high-frequency cauterization. Operation manual chapter 4.3using endo therapy accessories <warning> always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. Always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result. Be sure to contact the electrode section of the high-frequency endo therapy accessory with tissue when performing high-frequency cauterization treatment to prevent equipment damage and operator and/or patient burns. -2. IFU provides the following warnings for use of laser cauterization. To avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. Olympus will continue to monitor field performance for this device.